Manufacturer narrative:
This is the same event as 3010536692-2016-00557. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the following mom complication: elevated cobalt levels; metallosis synovitis round acetabular component (left).